Event description:
It was reported that basket on the ptd separated from the catheter when the physician pulled back on the device. The basket was successfully retrieved after some difficulty. There were no further reported complications.